Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the synergy ous, mr, 2.5x38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first proximal strut lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured using a snap gauge and is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypo tube kink 78mm proximal to the mid shaft bond. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink in the midshaft 92mm distal to the mid shaft bond. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-dec-2016.   It was reported that crossing difficulties were encountered.    The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Following predilatation with a 2.5 x 20 mm balloon, a 2.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed proximal stent damage.